Event description:
Reportedly, a valve was explanted after an implant duration of 3 years 10 months (46.17 months) due stenosis. Patient presented with dyspnea, shortness of breath. Progressive increase of peak and mean gradient - nyha ii/IV. At explant, the condition of device was described as minimal commissural calcification.

Manufacturer narrative:
Method and conclusion: device evaluation anticipated, but not yet begun. The device history record (DHR) review cannot be done until the serial number is known. Device will be dismantled for the serial number after the evaluation has been completed.

Manufacturer narrative:
The valve exhibited moderate to heavy calcification at the free margin of leaflet 1, and moderate calcification at the free margin of leaflet 2. Minimal host tissue overgrowth encroached onto the tissue, at both aspects, and into the orifice at the greatest point by approximately 2mm. Host tissue was minimal to moderate at the stent inflow. The x-ray demonstrated calcification. X-ray. On (B)(4) 2012, the device history record review was completed and this device passed all manufacturing and sterilization inspections with no nonconformances. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time.